Event description:
It was reported that the bd nexiva closed IV catheter system ¿ single port with maxzero¿ needleless connector 20 ga 1.00 in (1.1 x 25 mm) experienced defective/damaged tbing, leakage from tubing, and tubing expansion/ballooning during use. The following information was provided by the initial reporter: material no.: 383556. Batch no.: 9066798. Per phone call with initial reporter -indicated that the tubing "ballooned out which caused the leakage" and the fluid was not hazardous, "just a normal saline flush". The incident occurred on (B)(6) 2019. Per complaint form: received verbal report of nexiva with maxzero nfc - extension set tubing split - causing leakage. Product removed from patient and destroyed - not available for review. No additional details at present. Per email: IV was inserted but did not actually get a pressure injection. It was only flushed. The tubing had blown/ballooned and expanded. The IV was then removed from the patient and a new IV re-inserted.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9066798. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the photograph submitted. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd nexiva is an infusion only device and is not rated for high pressure injections. During the picture evaluation observed that the tube was expanded, this condition is not received normally and the defect can be related to a user related issue, if the IFU was reviewed correctly it is possible to identify that the device is designed for use with power injectors set to a maximum pressure, if this recommendation was not follow up correctly and the pressure used was higher than the recommended it can produce the failure mode mentioned before.

Manufacturer narrative:
Medical device brand name: bd nexiva closed IV catheter system single port with maxzero¿ needleless connector 20 ga 1.00 in (1.1 x 25 mm) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva closed IV catheter system single port with maxzero¿ needleless connector 20 ga 1.00 in (1.1 x 25 mm) experienced defective/damaged tubing, leakage from tubing, and tubing expansion/ballooning during use. The following information was provided by the initial reporter: material no: 383556 , batch no: 9066798. Per phone call with initial reporter -indicated that the tubing "ballooned out which caused the leakage" and the fluid was not hazardous, "just a normal saline flush". The incident occurred on (B)(6) 2019. Per complaint form: received verbal report of nexiva with maxzero nfc extension set tubing split causing leakage. Product removed from patient and destroyed not available for review. No additional details at present. Per email: IV was inserted but did not actually get a pressure injection. It was only flushed. The tubing had blown/ballooned and expanded. The IV was then removed from the patient and a new IV reinserted.